Event description:
The fe reported the system was hard down upon arrival. The system displayed two fatal error messages, one of which was generator communication error. This system failed to produce fluoroscopy x-ray. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and changed the position of the jumper that determines whether or not the system boots up independently from the workstation. The system operates as intended.